Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured 6 cm abdominal aortic aneurysm. The aortic neck was 21 mm in diameter, and the aorta was diseased with plaque, thrombus, and calcification. Vessels were diseased, and an attempt was made to get a wire up the right side, which turned out to be completely occluded. It was reported that the decision was made to proceed by implanting a talent converter rather than a talent bifur. The converter and a talent limb extension were successfully implanted via the left side, followed by a fem-fem bypass. An occluder was not implanted, as the right side was already blocked. The ruptured aneurysm was excluded successfully. There was a late endoleak, which was believed to be a single-vessel type 2 endoleak at the end of the case, and it was decided to not treat it. At closure and transfer to the ICU, the pt's pressure started dropping, and the pt expired the same day. The physician believes that the type 2 endoleak may have contributed to the aneurysm rupture. No autopsy was performed.

Manufacturer narrative:
(B) (4). Eval results: (death, rupture). (Pre-operatively ruptured aneurysm, totally occluded right iliac artery, type 2 endoleak).